Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a damaged plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 6347968. Customer states that the plunger rod is damaged and missing the thumb press and the sealed package is missing syringes. The returned syringe was examined and exhibited a broken thumb press on the plunger rod. The returned poly bag was observed to be torn open along the perforations. Sample was forwarded to manufacturing (holdrege) on 05oct2018 for further review. On 09oct2018, holdrege received one (1) 0.5ml, 6mm, 31g syringe in an opened polybag from batch # 6347968. Samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample and polybag were inspected for signs of damage, however, other than the missing thumb-press, no other damage was noted. The returned sample was received without the cap, further hindering evaluation for root cause analysis. Potential root causes include, but are not limited to: 1) a jam on the ffs (form fill & seal) equipment, resulting in the thumb-press being broken off; 2) a jam on the metro post assembly of the plunger rod/stopper into the syringe barrel. A review of the device history record was completed for batch# 6347968. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200675436, 200675754] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for damaged plunger rod, broken thumb press and incorrect count (less syringes) on lot # 6347968. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken thumb press, damaged plunger rod). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (short count) as the returned poly bag was torn open along the perforations. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a damaged plunger. No serious injury or medical intervention was reported.